Event description:
It was reported that the pump "went into failure and completely stopped". It was noted that the pump was due to be changed "probably in the next 11 months" from the date of the report. The device system was used to deliver morphine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).